Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.6 cm fusiform aneurysm was reported with infra-renal angulation of 0 degrees. Proximal aorta was 24 mm in diameter and 38 mm in length. Distal aorta was 22mm in diameter. Right and left femoral arteries were 9 mm in diameter. Right iliac was 11 mm in diameter and the left iliac was 10 mm in diameter. The right and left iliac arteries had mild tortuosity and no stenosis. The proximal neck had no mural thrombus/calcification. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon was used. A type ii endoleak was noted during final angiogram and was left uncorrected. It was reported that fifteen days post index procedure, there was evidence of air in the stent graft was noticed during CT. The air was noted to be within the excluded aneurysmal sac, but there was no thrombus noted. Per the physician, the air was likely not clinically significant. No clinical sequelae were reported, and the patient is fine. A review of 2 week post-implant films, show what appears to be a single air bubble within the aaa sac (outside the stent graft). The bubble measures approx 15mm x 7mm x 15mm. The cause of the bubble is unknown. May be related to insufficient flushing during prep of device; cannot rule out a pre-existing condition.

Manufacturer narrative:
Method: film evaluation. Results: anatomy related; type ii endoleak, unknown cause of event, endoleak. Conclusions: anatomy related; type ii endoleak, unknown cause of event.